Event description:
The pt died and the pump was explanted. The cause of death was not reported. The death was not pump-related. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
On 11/17/2008, the pump and catheter have been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.